Event description:
Literature was reviewed regarding this leadless implantable pulse generator (ipg). The authors described one patient death which occurred in the early peri-procedural timeframe; however, the cause of death was unknown. There were two patients who experienced pericardial effusion; one required percutaneous drainage and the other resolved with observation. There were two failed implants due to inadequate measurements after several repositioning attempts and other devices which exhibited high thresholds at implant and at three months. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline age characteristics is 81 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: aveir vr real-world performance and chronic pacing threshold prediction using mapping and fixation electrical data. Europace. 2024. 26, 1¿8. Doi: 10.1093/europace/euae051 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.